Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
On (B)(6) 2018 07:45:27, (B)(6) npi. On (B)(6) 2018 05:54:22 (B)(6). Customer stated failed calibration co2 sensor was confirmed due to a badoridion board, replaced it a reconditioned oridion board. Cracked front case and rear case at top and bottom for their wear, replaced them new front case and new rear case assembly. On (B)(6) 2018 08:18:45 (B)(6). (B)(4).

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02901). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 07:45:27 (B)(6). Npi. (B)(6) 2018 05:54:22 (B)(6). Customer stated failed calibration co2 sensor was confirmed due to a badoridion board, replaced it a reconditioned oridion board. Cracked front case and rear case at top and bottom for their wear, replaced them new front case and new rear case assembly. (B)(6) 2018 08:18:45 (B)(6). (B)(4).